Event description:
A balloon ruptured on the first inflation at six atmoshpheres during an anterior tibial angioplasty procedure of a possibly calcified lesion. Another balloon catheter used to successfully complete the procedure without pt complications. The device was received, evaluated and retained by this MFR. The engineering evaluation revealed a 1 cm longitudinal tear 2 mm to 1.2 cm proximal of the distal ro marker. The shaft under the balloon was flattened. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with overpressurization, a longitudinal tear, and contact with a sharp external source, scratches on the balloon surface. Co believes the above factors contributed to this event and does not attribute it to the device. Directions for use state: "balloon rupture at lower pressure may occur in strictures exhibiting sharp points due to calcified material or staples... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully.